Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20028t05, d4: medical device expiration date: na, h4: device manufacture date: 2020-02-27. H6: investigation summary: no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. After investigation, the team found two occurrences where there was a low signal due to a bubble which resulted in an undermeasurement and one occurrence where there was a high signal due to a bubble.

Event description:
It was reported that 7 kit tablets experienced incorrect drug/concentration/dosing reported/recorded. The following information was provided by the initial reporter: material no. 516704, serial no. (B)(6). Dose mismatch, case #128: time 06:30 a.m. Sensor #9523 tablet: cart-4, 07:49 - vecuronium-given 7mg , 09:57 - ondansetron-given 4mg. Case #129: time 12 p.m. Sensor #9542 tablet: cart-4, 11:52- vecuronium-given 8mg. Case #130: time 14:41. Sensor #9569 tablet: cart-4, 14:23 - propofol-given 200mg, 14:24 - lidocane-given 80 mg, 14:25 - propofol-given 100mg, 15:44 - ondansetron-given 4mg.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 7 kit tablets experienced incorrect drug/concentration/dosing reported/recorded. The following information was provided by the initial reporter: material no. 516704, serial no. (B)(4). Dose mismatch case # (B)(6): time 06:30 a.m. Sensor #9523 tablet: cart-4, 07:49 - vecuronium-given 7mg , 09:57 - ondansetron-given 4mg . Case # (B)(6): time 12 p.m. Sensor #9542 tablet: cart-4, 11:52- vecuronium-given 8mg . Case # (B)(6): time 14:41. Sensor #9569 tablet: cart-4, 14:23 - propofol-given 200mg , 14:24 - lidocane-given 80 mg , 14:25 - propofol-given 100mg . 15:44 - ondansetron-given 4mg.